Manufacturer narrative:
The review of the device history record showed no deviations.

Event description:
We have been informed that there was an issue with the screws packaged with the endo model fusion nail. The complainant stated that 2 lots of the fusion nail were opened and did not have pre-loaded screws in the trunnion. Each package only contained 4 "flat" secondary screws in a separate package. Lot 2545069 was opened first, then lot 2535246 was opened but they were the same - no pre-loaded screws, only 4 secondary screws. Lot 2535246 was implanted with no issue reported after using the secondary screws in the procedure. [Customer]

Manufacturer narrative:
The review of the device history record showed no deviations. This is the final supplemental report, the complaint is closed.

Event description:
We have been informed that there was an issue with the screws packaged with the endo model fusion nail. The complainant stated that 2 lots of the the fusion nail were opened and did not have pre-loaded screws in the trunnion. Each package only contained 4 "flat" secondary screws in a separate package. Lot 2545069 was opened first, then lot 2535246 was opened but they were the same - no pre-loaded screws, only 4 secondary screws. Lot 2535246 was implanted with no issue reported after using the secondary screws in the procedure. [Customer]